Event description:
The clinician reported that seven months after the dental implant was placed, in ada site #27 of the patient's mouth, lack of osseointegration was verified. Immediate extraction site was involved in this event. The device was forwarded to the manufacturer for investigation. No further complications were observed.